Event description:
It has been reported by an end user that while getting out of the shower, she went to sit down on an unknown commode, which was on the rug, and the left back leg gave away. This caused the end user to go down. A nurse grabbed the end user's arm, but she still ended up on the floor. The end user scratched her left arm, but reports no blood or broken skin. No report of medical intervention being sought.